Manufacturer narrative:
D.4. Medical device expiration date: not applicable, this material does not have an expiration date. E.1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 3 of 3: it was reported while using bd vacutainer® one use holder, the holder separated from the needle. This occurred an unspecified number of times. No adverse impact was reported regarding the patient or user.